Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with distal struts stretched distally over distal marker-band. The undamaged crimped stent outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16feb2020 it was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 2.50x12mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent could not cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.